Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a ring artifact displayed in scanned images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) visually inspected the system and found the compensator was broken and the cause for the reported issue. The fse replaced the compensator to resolve the reported issue. The device passed an image quality (iq) check. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.